Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed after the battery pack was replaced and the AED can stay in service. As discussed with the customer, proper maintenance of this device was reviewed. The cause of this event was the customer's failure to promptly address red asi warnings which reduced battery life expectancy. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts do not take the unit apart.". Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on. This event did not occur during patient use.